Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine follow-up episodes of noise inappropriately stored to the device as ventricular tachycardia (vt) were observed on this right ventricular (rv) lead. The noise could be reproduced by pressing on the patient's device and when lifting their right arm as the system was a right-sided implant. A revision procedure was subsequently performed wherein the physician attempted to explant the entire lead but noted the proximal coil was stuck in a stenosis between the subclavian vein and vena cava. The lead was cut with the proximal portion explanted and remainder surgically abandoned. A new lead was them implanted. Upon inspection of the explanted portion of the lead, insulation damage was observed approximately 10 cm from the terminal pin. A lead fracture was also suspected. It was reported that the patient is not pacemaker dependent, thus no pacing inhibition or asystole occurred due to the observed oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal lead segment was analyzed. Visual inspection of the lead noted all three layers of insulation exhibited webbing damage 345-363mm from the terminal pin. X-ray of the returned segment did not indicate any anomalies. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.